Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text: device disposition unknown.

Event description:
It was reported that after a month of implant placement, the implant fails and the lag screw loosens and wanders in the patient's small pelvis. The implant is then removed and another implant is inserted (synthes dhs plate).